Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the front response button was not functional. As received, the front response button cable was torn. The cause of the non-functional response buttons is the damaged cable. The root cause of the cracked cable cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons were not functioning.